Manufacturer narrative:
Final device analysis for lead kit 0205648310 revealed no anomalies. Final device analysis for measurement cable/t lock (lot unknown) revealed no anomalies. Lead lot 0205648318 was not returned.

Event description:
It was reported that the patient had no therapeutic effect from the lead during the implant procedure. The "measurement cable" also had high impedances. A second lead was opened and only the cable was used. Therapeutic effect was then obtained. There were no patient injuries and outcome was noted to be "ok."

Manufacturer narrative:
Lead: 3889-28, lot v879024, implanted: (B)(6) 2011, explanted: na.